Manufacturer narrative:
The reported events of lead fracture and high pacing impedance were not confirmed. As received, a complete lead was returned in three pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Unable to perform impedance test due to the condition of the lead as received. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported during remote follow up that the atrial lead exhibited an increase in pacing impedance. Lead fracture was suspected. Fluoroscopy was performed during procedure, but physical anomaly was unable to be confirmed. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.